Event description:
The nurse reported concern about contaminating the sterile field as the inner packaging had a tear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging issue involving an accolade stem was reported. The event was confirmed. The shrink wrap, box and labels were examined and were in good condition. There was no evidence of any mishandling or damage. The labels on the box were all present and correct for lot #43792906. The inner skinpack was examined and was in good condition. The pack had a good seal prior to being peeled open. The evidence on the skinpacl flange shows that there was a continuous seal without any breaks or voids. The seal width met the minimum requirement of 6mm all the way around the flange. The outer blister was examined and was in good condition. The pack had a good seal prior to being peeled open. The evidence on the blister flange shoes that there was a continuous seal without any breaks or voids. The seal width met the minimum requirement of 6mm all the way around the flange. The tyvek lid was torn and delaminated in one corner of the blister. This occurred when the lid was opened and has no negative impact on form, fit or junction of the blister. The sterile barrier was intact before it was opened in the hospital. Insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event was peeling back the tyvek in an uneven quick way and was not manufacturing related.

Event description:
The nurse reported concern about contaminating the sterile field as the inner packaging had a tear.